Event description:
(B)(4). The placement of this device was horrific, done in a clinic, where the doctor gave me so much medicine, I was unable to move or speak during the procedure. The dye test three months later was even more painful. Ever since I have had this device, I have struggled with headaches, anxiety, depression, heart palpitations, pain in my tubes, cramping, heavy periods, brain fog, forgetfulness, worsening eye sight, tooth decay, loss of libido.